Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and replaced the integrated electrosurgical unit (iesu) to resolve the issue with energy output. The system was tested and verified as ready for use. Isi has not received a da vinci product involved with this complaint to perform failure analysis. Log review performed by technical support showed relay and energy activation-related errors pointing to the erbe generator.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the customer was having issues with monopolar and bipolar energy not working, and the integrated electrosurgical unit (iesu) erbe generator repeatedly giving them error messages. The customer stated they have had to power cycle each time and hard power cycle as well. The customer requested that a field service engineer (fse) inspect the generator. The procedure was reportedly aborted/converted due to anatomy after ports had been placed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The electrosurgical unit (iesu) was analyzed and found to have errors, including communication/timeout errors, in the logs. Functional testing revealed that the unit generated error codes displayed upon startup. Additionally, a review of the internal erbe error log showed the presence of multiple errors. The customer confirmed this was a repetitive, inconsistent error that could intermittently be recovered with a power cycle. The customer indicated there are alternate generators in the case of an erbe failure.